Event description:
On 31 august 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. On 31 august 2022 investigation of the returned device revealed that approximately 3mm section of the tail of the CT was broken and missing from the returned device. No patient adverse events were reported and the physician did not respond to requests for follow up.